Event description:
Radiesse filler administered by m.d. Developed red raised rash on one cheek, extreme swelling. Three days post injection requiring taper pack of steroids and antibiotic. Amount: syringes.